Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a lesion with high amounts of calcium in the left anterior descending (lad) artery. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. The lesion was pre-dilated and atherectomy was performed. It was reported that the stent appeared to ¿accordion¿ during attempted delivery. A decision was made to withdraw the stent. It is believed that the stent got caught on the edge of the guide catheter and was further damaged. The stent would not enter the guide catheter. The guide catheter was withdrawn and when this was done the stent was stripped off of the delivery system during withdrawing. Access was gained in the opposite femoral artery to snare the stent. No further injury was reported.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the stent not present on the balloon. A kink was evident on the hypotube. The dislodged stent returned on a non-medtronic snare loaded in a non-medtronic guide catheter. Deformation was evident to the dislodged stent with stent wraps stretched and bunched. A kink was evident to the distal shaft. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion had mild tortuosity and 90% stenosis. The device was prepped per IFU with no issues noted. Resistance was noted while advancing the device to the lesion. Excessive force was not used. Resistance was not noted during withdrawal of the device and excessive force was not used. Patient weight updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.